Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor readings would be 150 to 200 points apart from the blood glucose value. Customer stated that the blood glucose would be 100 to 250 mg/dl and he sometimes gets false low readings from the sensor. He has also had the insulin pump go into threshold suspend while his blood glucose level was 160 to 170 mg/dl. The customer was advised about the proper calibration process and to remove and change the sensor.